Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on 21 march 2017. The representative reported that they could confirm the reported issue. To resolve the issue, the representative invalidated home and completed all motion calibrations. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system prompted the user to perform motion calibration when bringing the imaging system into the operating room (or). This issue passed and when attempting to move the gantry, the buttons became responsive and the pendant displayed "collision zone." The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.